Event description:
Around 7:30 am on (B)(6) 2012, I was injecting my morning dose of insulin using a bd 12.7mm 30g syringe. As I started to push the plunger, I noticed the needle was leaking so I pulled it out. To my horror, the needle detached from the syringe body and stayed in my stomach. Luckily, there was enough of the needle sticking out to grab with a small pair of pliers and pull it all the way back out. The number stamped on the bag of needles is 1242093 3. I still have the defective syringe.